Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer performed self test and displacement test and both tests were passed. Customer stated that the insulin flow blocked alarm reoccurred. No harm requiring medical intervention was reported. The customer will discontinue use of the device.crm service notification text (B)(6) 2022 23:12:27 samsoa2 customer concern: callng back about repeated ifb 770g pt already did the ts dop114-980doc: insulin flow blocked - recurring alarms after troubleshooting / declines to troubleshoot what led up to the event?: was doing nothing explain insulin flow blocked alarm and possible causes. Explain recurring insulin flow blocked alarms may be due to site, set or reservoir issues. Does customer wish to troubleshoot?: no advise customer to call back as needed ___________________ crm service notification text 04/07/2022 14:40:09 erp_rfc_user related svn 000314133819 ____________________ crm service notification text 04/07/2022 14:39:48 erp_rfc_user related svn 000314133817 ____________________ crm service notification text 04/07/2022 14:32:35 agnewn2 customer concern: cust is calling to report issues with her pump. Dop114-980doc: insulin flow blocked alarm during basal/bolus/fill cannula explain insulin flow blocked/ no delivery alarm and possible causes. Is reservoir empty?: no. Cust feels like it's pump related again. Document length of time customer has been using the infusion set: 1day advise customer to disconnect at the qr: yes. Ran self test and displacement test for cust assurance. Both tests passed. Advise customer that motor positioning may have shifted while reservoir was removed from pump. Advise customer to complete rewind/load reservoir process before connection to set: yes assist customer in performing a 5.0u fixed prime/fill cannula: yes did insulin exit during 5 unit fixed prime/fill cannula?: yes is customer able to remove set to test site portion?: no expl that it could be possible site related issue or site/set occlusion: yes expl when it's a re-occurring issue even after pump rpl other methods will be needed. Expl the pump is working as designed regarding the flow blocked messages. Cust rushed off the line was not able to collect bg or continue to t/s failed batt. Is non-serialized product being replaced?: no is non-serialized product being returned?: no.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.